Event description:
It was reported by the purchasing agent that the tip fell off during the procedure. The surgeon used a second unit to complete the case. The customer reported there was no incident or consequences to the pt.